Event description:
It was reported that the patient was experiencing inadequate stimulation as a result of high impedances on multiple contacts of the lead. The patient underwent an explant procedure where the lead was removed and replaced with two new leads. The patient has reportedly fully recovered following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 25076110. The explanted clik anchor was not returned for analysis. Based on all available information, the reported complaint has been confirmed. The returned infinion cx lead was analyzed and all cables were found to be completely broken at the bent/kinked location of the lead. The bent/kinked location is 2cm from the set screw mark of the clik x anchor. The lead got kinked after it exits the clik x anchor, which resulted in the reported complaint. The lead had been exposed to excessive mechanical force or movement which caused the cable fractures at the clik anchor point. The most probable cause for the reported failure is cause traced to component failure.

Event description:
It was reported that the patient was experiencing inadequate stimulation as a result of high impedances on multiple contacts of the lead. The patient underwent an explant procedure where the lead was removed and replaced with two new leads. The patient has reportedly fully recovered following the procedure.